Event description:
The generator received error code 5 during a procedure. A second shear was tried and the same error code was received. A third shear was used to finish the case with no pt consequence. The customer did not have information on the type of case involved.